Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the software reverted to registration screen when the surgeon switched from ostium seeker probe to frontal suction probe. Site re-registered again and proceeded with case. Medtronic representative reported that the issue occurred due to the arrows and virtual space on the patient tracker. The procedure was completed with the use if navigation. There was a delay of less than 1 hour. No known impact on patient outcome.